Event description:
When drawing patient, (mint) tube popped out of needle holder, patient jumped so I then took needle out of patient arm. Patient was ok but stated that it was scary. I still was able to get blood. We also had three other events involving the same type of needle on the same day. However, we were not able to capture the lot number on those particular devices.